Event description:
It was reported that the head end of the cot dropped to the ground due to a defective gas strut. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the head end of the cot dropped to the ground due to a defective gas strut. This was determined to be incorrect. The device drop was a result of possible user error. The defective strut did not cause or contribute to the device drop event. The cot drop event may have occurred due to the user who may not have operated the device in this manner to confirm that the device had locked in the next position which allowed the device to drop once weight was applied. Te user has been retrained on proper device use.

Event description:
It was originally reported that the head end of the cot dropped to the ground due to a defective gas strut. This was determined to be incorrect. The device drop was a result of possible user error. The defective strut did not cause or contribute to the device drop event. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Serviced by (B)(4).